Event description:
Patient reported "woke up and my right breast was ruptured." Device remains implanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crack opening. Leak test and microscopic analysis was performed which identified: crack valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: b5, d6b, d9, g1, g2, h3, h6